Manufacturer narrative:
(B)(4). No further information was able to be obtained from this customer however, the product was returned to the supplier for evaluation. A review of confirmed complaints showed no trend for regulators that stopped dispensing gas. Quality assurance assessment confirmed that the product met specifications at the time of release. Per the supplier's visual assessment of the returned sample, it was revealed that the o-ring was missing from the assembly which was replaced in order to perform functional testing. The regulator was connected to gas and the pressure gauge showed the correct pressure. Then, the valve was opened, but gas did not pass through the regulator confirming the customer¿s report. The regulator was disassembled to look for nonconformities, but none were observed that could have contributed to the reported event. The disassembled components were sent back to the supplier for further testing however, no additional, related information has been provided by the supplier. The sample was found to be nonconforming however, how the sample became nonconforming cannot be determined conclusively. Complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. (B)(4).

Manufacturer narrative:
Additional information is provided in evaluation codes and additional MFR narrative. Information from the component supplier revealed the needle valve was found to have been turned to a point at which it was almost completely closed. The needle valve could be turned and adjusted into tolerance. Given that the flow is set for every regulator before shipment, the customer would have had to adjust the valve themselves. The root cause of the reported event can be attributed to a customer use error. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic gas regulator dispensing valve indicated that gas was present, but failed to dispense the gas during set up prior to surgery. There was no patient involvement or patient impact. Additional information has been requested.